Event description:
It was reported that shaft break occurred. A 12mm x 2.75mm nc quantum apex balloon catheter was advanced for dilation. However, it was noted that the shaft broke off while pulling out the balloon. Shaft was removed successfully with hemostats and the procedure was completed. There were no patient complications reported.